Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the balloon catheter would not cross the lesion. Upon analysis of the returned device, it was revealed that tip separation had occurred. Reportedly no pt injury was associated with this event.